Event description:
Customer reported when picking up the device, it smelled and felt hot. Customer stated the # 2&3 contacts were blackened along with the device base. No treatment. A request was made for return product and replacement product was sent.